Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and log review could not confirm the fault occurred in the field. Visual inspection: (the unit has no significant scratches or dents. The front bezel is in decent condition.) The unit was installed onto a golden system and functioned as expected.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to technical service engineer (tse) that the bipolar energy was not working as effectively as normal. The customer tried to replace the instrument and cord and swapped ports, but issue persisted. Tse had customer power cycle iesu and energy improved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause of error m-b1 may be attributed to various factors. The neutral electrode (e.g., grounding pad) may not be connected to the generator, may be defective, or may have poor contact with the patient surface. It can be resolved by ensuring the neutral electrode is properly connected or, if necessary, by replacing the neutral electrode.

Event description:
Refer to h11 for follow-up information.